Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, noise oversensing was observed on the atrial lead. The patient experienced presyncope, and loss of heart rhythm was noted on the ECG. Programming change was made. The patient was in stable condition and recovering.